Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/15/2017. In response to FDA report number mw5065609. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified brown particles in the fill channel and white particles in the inner surface. A leak test and microscopic analysis were performed which identified that the unit does not leak. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process, no observed openings on the device and no observed bubbles on the device. This is a known potential adverse event addressed in the product labeling. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported the left side "valve moved, along with the whole device", "problems with the implant, cannot breathe, and pain",¿small air bubble." ¿CT scan and MRI show right valve in chest wall and sub pectoral muscle¿, ¿deep jab pain in chest/diaphragm area¿, ¿feels like implant is moving.¿ healthcare professional notes via MRI that ¿the valve of the left implant is located anteriorly in the retroareolar/slightly lateral position.¿ the device has been explanted.